Event description:
While servicing the device, the bench technician discovered that the therapy knob indicator was missing and the customer had to draw an arrow in its place. There was no reported patient or user involvement and no adverse patient/user impact.